Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power switch on a 980 ventilator "has a burning sensation from [breath delivery unit] bdu" and the "[direct current] dc-dc converter the component is burn". Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.

Manufacturer narrative:
The service engineer evaluated the ventilator and replaced the dc-dc converter. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the reported event.